Event description:
A catheter break at the pump connector was reported. During a replacement case, the physician attempted to aspirate csf at the connector site after taking it "off of the pump". Aspiration was unsuccessful. The physician cut the connector piece off and immediately obtained free flow of csf from the catheter. A new 8578 proximal segment was connected to the existing catheter and reconnected to the replacement pump. After careful observation, a small hole was noted at the pump connector site. No patient symptoms were reported, and the medication used within the system was lioresal. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).